Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 240 mg/dl. The customer also stated that the pump turned off when it was charging. The battery had an 85 percent charge. The pump did not recognize the cartridge and the cgm sensor had been stopped. The customer reloaded the cartridge and restarted the sensor. Insulin delivery was resumed. The pump history showed a power off and on. The customer thought that the wake button may have possibly been inadvertently pressed down while the pump was charging which caused the pump to shutdown. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion.